Event description:
It was reported that the head of one of the long pins sheared off inside the headless pin driver causing the pin to bend and a headless pin driver to be blocked by the broken part of the pin.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Catalog number and lot code of other devices listed in this report - description: headless pin driver, cat #7650-1035, lot # rd4t289.